Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous gi bleeding events were reported under medwatch MFR report #2916596-2017-01090; the referenced pump exchanged for suspected thrombus was reported under medwatch MFR report #2916596-2017-01167. The device manufacturing information was not available at the time of the report. Approximate age of device ¿ 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted to the hospital on (B)(6) 2017 due to gastrointestinal (gi) bleeding and anemia due to blood loss. At the time of the event, the patient's anticoagulation regimen included aspirin and warfarin. The patient had experienced multiple gi bleeding events after their initial pump implant in (B)(6) 2016 and was diagnosed with acquired von willebrand's syndrome. On (B)(6) 2017 the patient had a pump exchange for suspected thrombosis. Post-exchange, the patient experienced significant gi bleeding and epistaxis. The patient had been discharged from the hospital on (B)(6) 2017 and experienced epistaxis for 2 days (from (B)(6) 2017) and darker black, sticky stools. The patient reported dyspnea on exertion with routine activities of daily living. The patient also has had insomnia and has been feeling depressed and anxious. On admission, anticoagulation was held and the patient continued on oral proton pump inhibitors and received two units of packed red blood cells. The patient's hemoglobin and hematocrit levels reportedly improved with no further signs of bleeding. The patient was found to be severely iron deficient and was treated with IV iron and then returned to oral iron supplements. An esophagogastroduodenoscopy (egd) was not performed as the bleeding was slow and previous endoscopies had been negative; therefore, the site of bleeding was unknown. Treatment with anticoagulation was resumed due to the recent pump exchange starting with a heparin bridge and then warfarin, and aspirin. The patient tolerated the anticoagulation challenge and the inr was therapeutic. Subcutaneous octreotide was also administered given recurrent bleeding and frequent hospitalizations. The event reportedly resolved by (B)(6) 2017 and the patient was discharged.

Event description:
Additional information: it was reported that while at home the patient had dark tarry stools on (B)(6) 2017. The patient presented to clinic for labs. A decrease in hemoglobin (hgb) to 7.8 g/dl and hematocrit (hct) to 24.9% was observed. The inr was 1.4. The patient was admitted with concern for gastrointestinal (gi) bleeding and received unspecified blood transfusion. Anticoagulation regimen at the time included aspirin and warfarin.